Event description:
Procedure type: hysterectomy. According to the procedure: suture used on a davinci hysterectomy, which resulted in wound dehiscence. No other info is known.

Manufacturer narrative:
(B)(4).